Event description:
Procedure: lap cholecystectomy. According to the reporter: during the surgery, after ten firings, the surgeon did clamping of the tubular structure with the staple. Was observed partial expulsion of the staple on the tissue, the staple was clamped partially on the tissue. The surgeon did another three firings and was observed the same problem. The device was replaced for another endoclip of the same lot number. Blood loss was more than 500 ml, however, no transfusion was required. No tissue loss or damage. No procedure time extended.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/10/2015.

Event description:
According to the report additional information received: the account confirmed that the bleeding was not more than 500 ml. The blood loss was not related to the device. The bleeding was fixed with a hemostasis of the affected tissue. The first clips fired by the device were formed correctly. The clips were clamped partially on the tubular structure. The tubular structure references the cystic duct. No clips fell into the patient's cavity.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 05/01/2015. Based on additional information received from the account, this complaint is now considered a malfunction and no longer a serious injury.